Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that 200ml of an unspecified infusion was programmed to infuse at 40ml/hr was noted to complete within 1 hour. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a possible over-infusion was not confirmed. Physical inspection noted the device to be in good condition with no pertinent damage or contamination. During internal inspection, no fluid ingress or damage was noted. Analysis of the pcu event log shows on (B)(6) 2017 at 4:25am, the user increased the vtbi to 220ml, which is believed to be the start of a new ketamine bag. 1 hour and 15 minutes later, the user experienced a series of ail alarms, opened and closed the door, experienced another ail alarm, and then channeled off the device. Over an hour later, at 6:48am, the user restored the infusion and changed the vtbi to 220ml. The infusion ran for nearly an hour, until the user paused the infusion at 7:48am. It appeared that the user opened the door and removed the set. Then, the user set a delay for 120 minutes; however 30 minutes later, a series of check IV set alarms occurred, and the system was powered down. The ketamine infusion ran for a total time of 14 hours and 23 minutes, with a calculated infused volume of 590.96ml. Rate accuracy testing was performed and the device was within specification. The root cause of the customer¿s report of an infusion completing sooner than expected was not determined.